Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 35 mg/dl; cause was not known. Reportedly, there was a blood clot in the customer¿s lung. Customer consumed carbohydrates and was treated with blood thinners and intravenous liquids. Customer did not specify what intravenous liquids were administered. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Additionally, it reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer continued to use the pump for insulin therapy.